Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that pre-operative to a latarjet shoulder repair procedure, in the decontamination department, that the top hat tap instrument (loaner tray) device had noticeable biological debris on the surface and within the cannula. This was a pre-op event and was a no-harm incident, no patient was involved. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: update: d4, h4: lot number, primary UDI number and device manufacture date has been added. Investigation summary the product was not returned to depuy synthes however a photo was provided for evaluation. Visual inspection of the returned photo found that the device is shown in used condition as expected in reusable devices. The device's shaft has no structural anomalies. A brush with biological matter is observed coming from the canulated section of the device's shaft. The overall complaint was confirmed as the observed condition of the top hat tap would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to lack of cleaning and maintenance; as per instructions for use (IFU); clean and disinfect the instruments after each procedure as described in the cleaning/disinfection/ sterilization section below; sterilize prior to the first use and every subsequent use. It has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.